Manufacturer narrative:
The filterwire ez was not implanted. Unfortunately, it was disposed of without the physician's knowledge. The sales representative was not in the case; however, she was given a description. The physician was pulling the retrieval sheath through the guide catheter. It had difficulty going through the guide, so they applied more tensile force. The retrieval sheath was still not easily moving through the guide; so, they eventually pulled the guide catheter and wire out together. Before doing so, they noticed on fluoroscopy, the marker band (from the ez retrieval sheath) in the guide. Once they pulled the retrieval sheath out, they saw that the band was no longer on the retrieval sheath. It was only the marker band that came off the sheath. They feel they removed the guide catheter with the marker band still in the catheter, not remaining in the patient. No evaluation of the device was possible as the device was not returned to manufacturer.

Event description:
A filterwire ez protection wire was reportedly stuck on a guide catheter during withdrawal. At the end of procedure, as retrieving the filterwire in a saphenous vein graft, the system (when sheathed in an ez retrieval sheath) got stuck on the guide catheter. Difficulty was experienced going through the guide catheter with the ez retrieval sheath and sheathed filterwire ez protection wire. The marker band from the ez retrieval sheath reportedly came off into the guide catheter. The physician removed the guide catheter and sheathed filterwire out together. No patient complications resulted.